Event description:
It was reported in retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure stent migration occurred. The target lesion was a malignant stricture in the distal common bile duct. An rx ws permalume 10 x 60 stent was implanted to treat the target lesion. Twenty days later, the patient had an unspecified surgery. The previously implanted stent was slated to be removed during the unspecified surgery; however, liver metastatis were discovered and the stent was not removed. Fifteen days later, the stent removal procedure was performed and it was noted that the stent had migrated and was located across the ampulla. The stent was removed with an unspecified snare and rat tooth forceps. "A 2nd sems was placed." There were no additional patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.